Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action and was replicated during functional testing of the returned display board. Physical inspection noted each board was performed and no damage, corrosion, or cold solder was observed. The board were tested infusing basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified the returned lvp display board assembly with dim segments. Manufacturing issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only a display board was provided for investigation.

Event description:
It was reported the customer noted dim segments while remediating devices.